Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced pain due to the ipg no longer being stationary in the pocket. As a result, the patient underwent surgical intervention on (B)(6) 2016. During the procedure, the patient's ipg was relocated. Surgical intervention resolved the patient's issue.